Manufacturer narrative:
The reported event on the autopulse platform (serial #(B)(4)) displaying several unknown user advisory (ua)s was not confirmed during the initial functional test. However, ua02 (compression tracking error) and ua17(max motor on time exceeded) error messages were confirmed in the archive data log. The platform performed as intended. No device malfunction. Visual inspection of the returned autopulse platform was performed and found no physical damage. Review of the archive data shows ua02 (compression tracking error) and ua17(max motor on time exceeded) on the event date. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The probable cause of ua02 was likely that the drive shaft rotated and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This might be due to the lifeband has been opened during active operation causing a decrease in load on the load cells as the drive shaft is rotating. Or one side of the lifeband is twisted and became jammed in the roller/skirt area. The ap will be able to pull in the material in on that side, but the patient's chest recoil will not be forceful enough to pull it back out. And likely cause of ua17 is when the driveshaft met resistance trying to build up to the 20% depth compression and did not reach the target within specification time due to the stiffness of the patient's chest.this explained when the user encountered the unknown user advisory error messages during their difficulty getting the patient onto the autopulse platform, as well as aligning patient on the yellow line. Performed the load cell characterization on the returned autopulse platform, the results confirmed both cell modules are functioning within the specification. A drive train motor brake gap inspection was performed and verified within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests. Conclusion of death and lacerated liver injury to the patient: based on zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common skeletal injuries (rib, sternum and spine fracture), common internal organ injuries (liver and spleen), and common clinical events secondary to those injuries (pneumothorax) are expected adverse event for both manual and mechanical cprs. The chest compression generated by the autopulse system may lead to an injury profile that is no worse than manual CPR. Similarly, a randomized trial of manual CPR and phased manual plus autopulse CPR found no difference in cardiac, pulmonary or cerebral damage. Complications in autopulse-treated patients occurred at a rate not exceeding that of manual CPR. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. In this case, during patient use, the customer had difficulty getting the patient onto the autopulse platform (serial #(B)(4)) as well as aligning on the yellow line. No information of patient's age, height or weight, cause of resuscitation, and medical condition at resuscitation were provided. They said that the lifeband would consistently slip down off the patient chest and onto the abdomen. They encountered several ua's during the deployment as well. The physician reported that the patient had a lacerated liver and the autopulse was the caused of the injury. Patient death was reported, however the death time and the death cause was not provided. The event of "lacerated liver" was possibly related to the autopulse device since the connection of the reported injury to using autopulse cannot be ruled out.

Event description:
During patient use, customer reported that they had difficulty getting the patient onto the autopulse platform (serial #(B)(4)) as well as aligning on the yellow line. No information of patient's age, height or weight. They said that the lifeband would consistently slip down off the patient chest and onto the abdomen. They encountered several ua's during the deployment as well. The physician reported that the patient had a lacerated liver and the autopulse was the caused of the injury. Patient death was reported.